Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, autoimmune disorder. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 550cc mentor memorygel breast implant (left) and a 600cc mentor memorygel breast implant (right) experienced postoperative bilateral capsular contracture (left grade: IV, right grade: unknown) and suffered several unexplained systemic symptoms. The symptoms are food allergies (unspecified, (B)(6) 2019), rashes, joint pain, a toxic reaction to the implants, and headaches. In addition, the patient stated that she was diagnosed with autoimmune disease (unspecified) in (B)(6) 2019. The patient stated that she was healthy and without the symptoms prior to the breast implant implantation. In (B)(6) 2020, the left-sided grade IV capsular contracture was confirmed by a healthcare professional. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal without replacement (B)(6) 2020. This report is for the right-sided prosthesis.